Manufacturer narrative:
The sample was received on (B)(4) 2011 and is currently being decontaminated. Additional info regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The clinician was giving an infusion of midazolam at the cvc side port and found the midazolam route was wet. Leakage was confirmed at the stopcock connection between the bd q-syte female luer and the connected male luer device. The main route was changed every four days and the last changing of the main route was on (B)(6) 2011. The midazolam route was changed every time midazolam was added and the last changing time of the midazolam route was the evening of (B)(6) 2011.